Event description:
It was reported that during an unknown procedure, the device was activating on its own. A second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the sales rep. Patient information was requested but none was available.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. (B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(6) 2013) that complaint was reported. This 3500a is being re-submitted as a supplemental report, as the initial report was stuck in ack 1 of 3.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Unknown, assumed 1st day of month ((B)(4) 2013) that complaint was reported.

Event description:
It was reported that during an unknown procedure, the device was activating on its own. A second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the sales rep. Patient information was requested but none was available.